Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Event description:
It was reported that there was a coating issue. When this fathom 180x25cm guide wire was inserted into a non bsc microcatheter, strong resistance was encountered at the proximal section and the device failed to advance. The microcatheter was reported to have an "issue" and was exchanged for another non bsc microcatheter. Strong resistance was again encountered at the proximal section and the device failed to advance. The physician suspected that the coating of this fathom guide wire had peeled off. The procedure was completed with a different device. There were no patient complications and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The unit was microscopically inspected; no damage or irregularities were noted. The outer diameter (od) of the guidewire was measured which meets specifications. Because the catheter used in the clinical event was not received with the fathom wire a rubicon 18 catheter (batch 15631148) was used for functional testing. The inner diameter of the rubicon was measured with a calibrated pin gage set and measured .019¿. The fathom guidewire was advanced through the rubicon with no unusual resistance. There was no evidence of any product quality deficiencies contributing to the reported insertion difficulty and coating issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that there was a coating issue. When this fathom¿ 180x25cm guide wire was inserted into a non bsc microcatheter, strong resistance was encountered at the proximal section and the device failed to advance. The microcatheter was reported to have an "issue" and was exchanged for another non bsc microcatheter. Strong resistance was again encountered at the proximal section and the device failed to advance. The physician suspected that the coating of this fathom guide wire had peeled off. The procedure was completed with a different device. There were no patient complications and the patient's status is good.